Event description:
The following is based off a review of the pt's med records provided to davol by the pt's attorney: (B)(6) 2003 - the pt was implanted with a bard flat mesh during a burch procedure, paravaginal repair, sacrocolpopexy, proctosigmoidoscopy, cystostomy, and placement of a suprapubic catheter. Post procedure the pt experienced bleeding after intercourse, pain, discomfort, and discharge for a prolonged period of time. (B)(6) 2006 - the pt underwent a partial explant of the bard flat mesh due to erosion of the mesh into the vaginal apex. The entire mesh was not removed at this time and there was no evidence of discharge or infectious process present at the time. Of note, several years later the pt developed both gas and stool in the vagina in which a colonoscopy revealed a colovaginal fistula. (B)(6) 2012 - the pt underwent a complete mesh explant, bowel resection and ostomy placement. Of note, the pt's post operative course was complicated by an ileus that was resolved with conservative treatment.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions and fistula formation both of which are known possible adverse reactions listed in the IFU. The pt's legal fact sheet claims the pt was treated for infection, infection is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.